Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation, cardiosave intra-aortic balloon pump (iabp) had temperature overheat malfunction. There was no patient involvement reported.

Manufacturer narrative:
The unit was not a repair it was a field action as prescribed in the current action list, so it is not a valid complaint.

Event description:
N/a.